Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was not reported. The patient was hospitalized and was treated with intraperitoneal vancomycin (dose, frequency, and duration not reported) and an unspecified intraperitoneal drug (drug name, dose, frequency, and duration not reported) for peritonitis. Dianeal therapy remained ongoing. The patient was discharged from the hospital three days after admission. At the time of this report, the patient had recovered. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.